Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having dizziness and/or headache, shortness of breath, swelling in legs and heart condition. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Box b: adverse event or product problem: adverse event/product problem, box h: device manufacturers: type of reported complaint, health impact grid (1) has been updated in this follow-up.